Manufacturer narrative:
Concomitant medical product: boston scientific alliance inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water. The balloon would not hold pressure and water was seen leaking from a pinhole on the proximal side of the balloon. A visual examination of the catheter did not show any kinks nor bends. The pre-loaded stylet wire was included in the return of the device. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilatation, the physician selected a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon would not inflate at the target site when the user first attempted to inflate, due to pin hole. The user replaced it with another device to complete the procedure.